Manufacturer narrative:
The inserter was not returned for evaluation. A lot number was not reported, so a device history record (DHR) review could not be performed for this device. Based on the available information, a root cause of the reported event could not be determined. However, it is likely that user related factors may have caused or contributed to the event.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion on the investigation.

Event description:
It was reported that a bent haptic was noted after insertion of the lens into the right eye, resulting in damage to the capsular bag and loss of vitreous fluid during surgery. A vitrectomy was then performed and the incision size was enlarged in order to remove the lens. A second lens of the same model was then placed in the sulcus in order to complete the surgery, which required the use of sutures. The patient is currently being monitored. In the surgeon's opinion, the damage to the lens was likely due to a loading error.